Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not deploy from the delivery system. Upon removal from the patient, the capsule was still loosely attached to the delivery system. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the failure. The device was returned with the capsule unattached to the delivery system. The capsule trocar needle was not advanced.